Event description:
Patient presented to the physician with the ipg eroding through the skin at the chest incision site. Physician noted evidence of a foreign body reaction. Physician brought the patient into the operating room, debrided the chest pocket, repositioned the ipg, re-sutured, and closed.